Event description:
The customer reported that he was hospitalized due to a heart attack and high blood glucose levels. The customer stated that the battery died, and he was not at home to change it. The only batteries he had were previously used batteries, which the insulin pump does not accept. The customer declined troubleshooting and felt that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.